Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were (act) 352s. A pre-implant balloon valvuloplasty was done. The valve was re-sheathed 2 times partially due to implant depth was too high. The valve was successfully implanted at a depth of 5.8mm on the non-coronary cusp (ncc) and 6.8mm on the left coronary cusp. (Lcc). After the implant a mild perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty was done. After the procedure, a new onset left bundle branch block (lbbb) was noted. There was no treatment required for lbbb.

Event description:
N/a.

Manufacturer narrative:
An event of the perivalvular leak (pvl), left bundle branch block, infection, mils aphasia, and infection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl, left bundle branch block, infection, and aphasia could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as medication was administered for infection. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.